Event description:
The ge oec 9800 fluoroscopy locked-up when being booted up before a procedure. The system was removed from use pending service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a dead battery on the x-ray controller pcb which would disable the system with the installed software. The x-ray controller pcb was replaced and software re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.